Event description:
Pump declared an altitude alarm, resulting in an insulin suspension. Customer's blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Customer followed technical support's guidance to clean the pump's speaker holes and reconnect the cartridge, successfully resuming insulin delivery after waiting five minutes. No recurring alarm occurred, and pump returned to normal operation with preventive tips provided by technical support.